Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that a cartridge change error message occurred during the loading process. Customer¿s blood glucose was 77 mg/dl. Reportedly, the pump was reset to resolve the reported issue. Reportedly, the customer reloaded the existing cartridge and resumed insulin delivery.